Manufacturer narrative:
Date of submission 30-jan-2018 the device has been returned and evaluated by product analysis on 12-jan-2018 with the following findings: a review of the black box showed several unexplained power on reset events. The battery compartment was cracked at the threads on the side. The battery cap was undamaged and was able to fit. Evidence of moisture was found in the battery canister. A leak was found in the battery compartment. The battery cap was fastened and unscrewed a half turn leading to a reboot. The power complaint was duplicated. The battery cap was fastened again an the rewind, load, steps were performed successfully. No further power interruptions occurred during the investigation. The pump cover was removed to find no further issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.